Event description:
It was reported that the user stated the ilet device was physically separated into two parts and could not be used, consistent with a hardware breakage of the pump enclosure. Symptoms included none reported. Outcomes included no medical impact, no alarms, and no hospitalization. Investigation included customer interview and basic troubleshooting and education provided remotely. Investigation of this case revealed a device mechanical failure consistent with a broken or delaminated housing that prevented operation. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the device housing due to physical stress or handling.